Event description:
It was reported that during a lap gastric bypass, when the device was fired the cartridge came out. Another device was used to complete with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully loaded with staples cartridge, that was noted to have a piece of buttressing material taped to the cartridge deck. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted, and during the analysis the cartridge did not fell out. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.